Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose level ranged from 600 mg/dl to 42 mg/dl. The customer had low sugar at night and woke up with a blood glucose level of over 200 mg/dl. The customer also had retinopathy and neuropathy. The customer did not mention ant treatment. The insulin pump also had diminished battery life and they did not use energizers. The insulin pump will not be returned for analysis.